Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. An evaluation of the device was performed. No problems found. The conclusion is that the wear and tear on the returned device is consistent with an (B)(4) that has been implanted and explanted. Review of the device history records did not find any deviations or anomalies. This event is not a product-related issue but is considered to be a patient-specific event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an (B)(4) were implanted on (B)(6) 2010 into left knee. Patient plays football and now has massive problems with the left knee, so the screws were removed in a revision surgery.